Manufacturer narrative:
Product event summary: analysis confirmed the reported event; when the stylus touched the screen, it has no reaction (screen broken). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the screen was broken. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.